Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), urinary tract infection ("uti,"), urinary tract disorder ("urinary probs"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salpingo (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection, weight increased, urinary tract infection, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia and visual impairment had resolved and the rheumatoid arthritis, vaginal discharge and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, psychological trauma, rheumatoid arthritis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2010. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dyspareunia (painful sexual intercourse), dysmennorhea, menorrhagia, rheumatoid arthritis, psychological trauma, uti, vaginal discharge, vaginal infection ,urinary problems, fatigue, gi conditions, hair loss, device monitoring procedure not performed, vision probs, weight gain. Patient demographic added, essure removal date added, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal (vaginal, menorrhagia)"), migraine ("migraines\headaches") and back pain ("back pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), urinary tract infection ("uti,"), urinary tract disorder ("urinary probs"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs") and device breakage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salpingo (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, weight increased, urinary tract infection, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, visual impairment, vaginal haemorrhage, device breakage, migraine and back pain had resolved and the rheumatoid arthritis and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, migraine, pelvic pain, psychological trauma, rheumatoid arthritis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2010. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: new event- device breakage, back pain, migraines/headaches, abnormal bleeding(vaginal) were added. Event onset dates were added. Event outcomes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal (vaginal, menorrhagia)"), migraine ("migraines\headaches") and back pain ("back pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), urinary tract infection ("uti,"), urinary tract disorder ("urinary probs"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs") and device breakage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salpingo (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, weight increased, urinary tract infection, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, visual impairment, vaginal haemorrhage, device breakage, migraine and back pain had resolved and the rheumatoid arthritis and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, migraine, pelvic pain, psychological trauma, rheumatoid arthritis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.